Manufacturer narrative:
Device was used for treatment, not diagnosis. A radiographic inspection was performed for the subject device. This complaint is confirmed. Screws were not returned but x-rays in the complaint show 3 screws broken postoperatively. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the 3 screws broke postoperatively. No new malfunctions were identified as a result of the investigation. A visual inspection of x-rays and drawing review were performed as part of this investigation for the 3 broken screws. Based on the provided x-ray and info that the broken screws are 4.5mm cortex screws, the family of 4.5mm self tapping cortex screws were used for this investigation (part#'s 214.814 - 214.945). A review of the device history records was unable to be performed since the lot number was unknown. Tabulated screw drawing was reviewed during this investigation. No product design issues or discrepancies were observed. A root cause could not be determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A plate (part # 239.72; lot # 2079, qty 1) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). 510k: this report is for three (3) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as 20 years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 20 years ago a patient sustained a femoral neck fracture that was treated at an unknown hospital by an unknown surgeon with a blade plate and eventually became a non-union. The patient has since been incarcerated. Over time, the hip fell into varus deformity and broke 3 of the 4 4.5mm cortex screws. Patient was returned to surgery on (B)(6) 2017, where all hardware was removed and patient was revised to a total hip arthroplasty. Concomitant medical products: plate (part 239.72, lot 2079, quantity 1), cortex screw (part number unknown, lot number unknown, quantity 1). This report is for three (3) unknown cortex screws. This is report 1 of 1 for (B)(4).